Event description:
The rptr stated that he did back to back blood glucose testing, one test after the other, using separate finger sticks. The results were 74 and 143 mg/dl. He did not have any symptoms. A control test using solution (open for an excessive period of time) had a result of 81 mg/dl, failing low. The lifescan representative reviewed "qc" procedures and discussed meter/lab comparison tests with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8